Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A facebook social media user reported that he bled "for a straight hour" while on a hemodialysis (hd) machine at a fresenius medical care clinic. The patient's estimated blood loss (ebl) is unknown. Multiple attempts have been made to contact the clinic to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review could not be completed because a serial number was not provided. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A facebook social media user reported that he bled "for a straight hour" while on a hemodialysis (hd) machine at a fresenius medical care clinic. The patient's estimated blood loss (ebl) is unknown. Multiple attempts have been made to contact the clinic to obtain additional information related to the reported event. At this time, no additional information has been provided.